Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, partially broken battery tube threads, cracked case along the side of the battery tube, missing serial number label and a cracked select button keypad overlay. It was noted that the unit was received in no manufacturing mode.

Event description:
It was reported that the insulin pump was damaged. It was stated that there were missing parts at the reservoir and at the battery compartment. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.